Manufacturer narrative:
William cook europe initially reported event under MFR report #3002808486-2015-00160. Information was received identifying that the product was a cook inc. Product. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It is alleged that [pt] was implanted with a cook gunther tulip filter on (B)(6) 2009. The filter implanted in [pt] subsequently migrated. This additional information was received on april 27, 2017 as follows: plaintiff allegedly received an implant on (B)(6) 2009 as a prophylactic to pulmonary embolism (pe). Plaintiff provided a CT report from (B)(6) 2017 that describes the ivc filter's 4 struts extending beyond the margin of the wall of the ivc and that there is slight tilting of the distal end of the ivc filter within the lumen of the ivc but the degree of filter tilting is estimated at 10 degrees. These findings are allegedly similar to a CT report date (B)(6) 2011. No retrieval attempts have been noted. Plaintiff is alleging migration, tilt, vena cava perforation, device is unable to be retrieved.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'migration, tilt, vena cava perforation, device is unable to be retrieved'. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.